Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen precoat cruciate retaining femoral component size g right, catalog #: 00597001702, lot #: 63476647, nexgen all polyethylene cruciate retaining stemmed tibial component size 6 green 10mm, catalog #: 00596600610, lot #: 63406546 report source - foreign: (B)(4). The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 3007963827-2020-00292, 0001822565-2020-03710.

Event description:
It was reported that the patient underwent a knee arthroplasty revision within ninety (90) days due to continued infection. All implants were removed and replaced with a cement mold. Attempts have been made and no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.